Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and an apparent fracture. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert, and the impedance trend on the rv pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum ventricular pace impedance rises from an approximate baseline of 750 ohms the week ending (B)(6) 2013 to greater than 3000 ohms the week ending (B)(6) 2013.